Event description:
It was reported that following the implantation of a sparc sling the patient experienced retention. The patient was scheduled to have a sling revision, however the day before the surgery, the patient's husband "removed her foley catheter (he is a pa) to check her ability to void." The patient then voided with "no problems that night and next day" and she "went to hospital and had no problems voiding in [pre]-op area". The revision surgery was cancelled. There were no further patient complications reported in relation to this event.